Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system (dxc 800) gave suppressed patient results. Customer reported that they reran the samples on the other instrument and obtained normal results. Customer reported that there were blue greenish crystals under the electrolyte injection cup (eic) drip tray. Customer reported that the dxc 800 generated erroneous calc (calcium) results. Customer reported that the erroneous results were not reported outside the laboratory. Customer did not provide any data. Customer reported that all quality controls (qc) were in range after the eic was cleaned. Customer indicated that they perform the twice weekly maintenance on wednesdays and sundays, but do not use the bec sodium chloride, sodium hypochlorite and clenz. Customer indicated that instead, they run the cup 15 times in cups of bleach, glacial acetic acid, isopropyl alcohol and distilled water. Customer indicated that their field service engineer instructed them to stop running the beckman coulter sodium chloride, sodium hypochloride and clenz two (2) years ago. Bec customer technical specialist advised the customer to follow the validated cleaning solutions for twice weekly maintenance. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found an active leak under the acrylic electrolyte injection cup lower block. The fse found the screw threads were damaged. The fse replaced the electrolyte injection cup assembly.

Manufacturer narrative:
This report is related to MDR# 2050012-2012-01360.

Manufacturer narrative:
(B)(4).